Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring cracked, and two hearstring seals leaked after being deployed into the aorta. The procedure was completed with the last seal. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.